Manufacturer narrative:
Age or date of birth, weight: information unknown/not provided. Date of event: unknown, not provided. Serial number: information unknown/not provided. Catalog #: a complete catalog number is unknown, as product serial number was not provided. Unique identifier (UDI) number: the UDI number is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. If implanted, give date: information unknown/not provided. If explanted, give date: not applicable as the device remains implanted. Additional concomitant products: phaco machine, model & sn: unknown, healon/ovd (ophthalmic viscosurgical device) products, lot numbers: unknown. (B)(6). Device manufacture date: unknown as product serial number was not provided. The intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. As the serial number of the device is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that lately toxic anterior segment syndrome (tass) was sporadically developed. Initially, it was indicated that tass cases have occurred once every two weeks since summer. However, it was later indicated that the condition of the patients and the frequency are unknown. The doctor was not suspicious of johnson & johnson's product only but is investigating the cause of tass extensively. At the time of reporting, the account stated that the intraocular lenses (iols) used, were zcb00 model only. It was confirmed that the patients were not hospitalized and that the only treatment used was cleaning the anterior chamber. It was mentioned that tass occurred even when using a lens (dcb00) besides the zcb00 lens model. Therefore, the doctor believes that there is no causal relationship between zcb00 and tass. No further information was provided. This emdr report is for the dcb00 lens. Separate reports are being submitted for the zcb00 lens and the healon products (th85ml & th60ml).